Event description:
It was reported that prior to a stent placement procedure via the left popliteal vein puncture, after extracorporeal flushing and preparation for the delivery, the stent was allegedly found to be partially released for a significant amount and so, the stent was withdrawn from the vascular sheath. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was returned for evaluation without original packaging. As reported, the safety lock slider was found to be in unlocked position. The stent was found partially deployed by 50 mm; the amount of the deployed stent length indicated that the deployment mechanism has been activated. There was no obvious defect found on the device. Based on information available and evaluation of the sample returned, the investigation of the reported issue is closed with inconclusive result. A definite root cause of the reported issue could not be identified. Labeling review: relevant labeling was reviewed. The instruction for use was found to address the potential issue of a opened safety lock: "examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used. Check the following: verify that the safety lock slider is still in the locked position." The correct position of the safety lock slider is shown with the help of illustrations. H10: d4 (expiration date: 11/2024), g3. H11: b5, h6 (patient, device, method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent placement procedure via the left popliteal vein puncture, after extracorporeal flushing and preparation for the delivery, the stent was allegedly found to be partially released for a significant amount and so, the stent was withdrawn from the vascular sheath. The procedure was completed using another device. There was no reported patient injury.